Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)?

Event description:
It was reported that during a bariatric surgery the green load did not open and did not fire. Therefore, it was impossible to continue the surgery. It was necessary to replace the device. No harm to the patient.